Manufacturer narrative:
A direct correlation between returned pump and the reported head bleed could not be determined upon evaluation of the returned pump. Examination of the returned portions of the sealed inflow conduit and sealed outflow graft did not reveal any deposition or thrombus formation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 6 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was found unresponsive at home by their spouse. The patient was admitted to the intensive care unit. A head CT scan showed a massive right sided hemorrhage. Neurosurgery was consulted and the event was determined to be inoperable. Care was withdrawn and the patient expired.